Manufacturer narrative:
The reported event of the controller alarming accompanied by a visual yellow battery was confirmed and reproduced during analysis. The white power cable was found to have a compromised brown (rsoc) and yellow (alarm out) inner conductors at the connector end. Movement of the white power cable at the connector end caused various alarms. A review of the device history records showed no deviations from manufacturing or qa specifications. This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further information is available, the manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The perfusionist reported that the system controller alarmed with a visual yellow battery displayed. All connections were intact but upon placing the controller in the consolidation bag the alarm occurred. Upon further examination the white power connection was found to be faulty. The system controller was exchanged and the issue was resolved.